Event description:
During a routine shift check by a clinician, the device failed to power up in battery mode. When powered on in ac power, the device displayed "defib fault 72", "pacer fault 116", "pacer disabled" and "defib disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.